Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision procedure. It was noted that the rv lead had sensing issues in the form of r-wave amplitude variation. The patient was asymptomatic. The physician tried repositioning the rv lead, but the stylet was difficult to maneuver in and out of the lead. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were failure to remove stylet, failure to advance stylet, and r-wave amp variation. As received, a complete lead was returned in one piece. The reported events of failure to remove stylet and failure to advance stylet were confirmed. Visual inspection found blood on the inner coil at the connector region. X-ray examination found the inner coil inside the connector region was bunched up consistent with procedural damage. Unable to test the stylet insertion/ removal due to damaged inner coil at the connector region. The cause of failure to remove stylet, and failure to advance stylet was due to damaged inner coil caused by blood at the connector region. The reported event of r-wave amp variation was not confirmed. Electrical testing was normal and no anomalies were found.